Event description:
It was reported during a scheduled transmission review that the implantable pacemaker recorded oversensing due to noise on this right ventricular (rv) lead. The battery longevity is normal. The device and lead remain in service. No adverse patient effects were reported.